Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument sealing and coagulation performance was not optimal and generated an error message of ¿sealing malfunction press arm swap to restore control then remove and reinstall. If issue persists, discard instrument¿ multiple times. Upon installation of the vse instrument, an error was generated that the blade may be exposed. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the jaws were stuck on tissue when the issue occurred. The jaws were successfully opened intraoperatively, and tissue was released. Also, it was confirmed that they opened the jaws by the surgeon side console.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and visual inspection found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization and grip force tests and jaws not to open and close properly. Additionally, the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests but failed seal test and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips did not close properly. The dislodged grip ring likely caused the grips to not close. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The instrument was placed on the in-house system and failed homing during initialization. The instrument was visually inspected and found the blade was dislodged. The blade was manually retracted, retested and still failed initialization 3 of 3 attempts. The instrument initialization failure was bypassed, and the instrument failed the grip force test "-3.0700556". The logs revealed 6 errors 22026 for "vessel sealer extended failed during homing on usm4. The instrument was found to have 2 errors ¿22024¿ ¿grip torque is outside the expected range on usm 3. Error code 22024 indicated that the instrument exhibited low torque during use, which typically results in a sealing malfunction.